Event description:
Following pump replacement (see manufacturer's report # 6000030201004390), the pt was lethargic and went into slow withdrawal. A dye study showed that the catheter had become disconnected from the pump. A revision was performed on (B)(6) 2010, to reattach the catheter. Following the revision, the pt was doing well and had recovered. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).